Event description:
The reporter stated the surgeon used a cc4204bf collamer plate lens. Lens was accidently damaged while loading into delivery system. Lens was not implanted, but it did touch the pt's eye. They noticed the lens was damaged before the lens was implanted. No pt injury.

Manufacturer narrative:
Eval: results: a visual inspection of the returned product found lens optic and both haptics are torn apart, small piece of optic is torn off and missing. There was evidence of clear surgical residue.